Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint regarding a v60 ventilator reporting a screen flickering issue, with the screen jumping. There was no patient involvement at the time the issue was identified. The customer, with assistance from a remote service engineer (rse), evaluated the device and confirmed the reported problem. Diagnostic testing verified that the screen flickered when touch inputs were activated. It was determined that the issue could originate from either the touchscreen or the lcd panel. As a result, replacement of the complete screen assembly was recommended. An on-site service request was initiated to replace the ui assembly. Resolution and final disposition are pending, and the investigation remains ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the ui assembly was the cause of the reported issue.